Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a non-specific product performance anomaly. It was reported that the patient experienced an arrhythmia due to this anomaly. No additional adverse patient effects were reported. This lead has not been returned. Additional information was received indicating that this lead showed loss of capture. Upon x-ray examination it was noted that the lead had dislodged and caused the patient to experience a non-sustained ventricular tachycardia. No additional adverse patient effects were reported. This lead has not been returned.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a non specific product performance anomaly. It was reported that the patient experienced an arrhythmia due to this anomaly. No additional adverse patient effects were reported. This lead has not been returned.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a non specific product performance anomaly. It was reported that the patient experienced an arrhythmia due to this anomaly. No additional adverse patient effects were reported. This lead has not been returned. Additional information was received indicating that this lead showed loss of capture. Upon x-ray examination it was noted that the lead had dislodged and caused the patient to experience a non-sustained ventricular tachycardia. No additional adverse patient effects were reported. This lead has not been returned.